Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during care, there was resistance to suctioning and the device's inner cannula was removed. It was reported that there was a cracked noticed in the inner cannula below the connection site. The customer reported that patient required re-cannulation.